Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor electrode that had only been 2 mm long. Customer noticed this after the sensor had been inserted and when the signal could not be found. Customer's blood glucose was 8 mmol/l. Customer stated that they inserted the sensor into their arm. Customer will be sent a replacement sensor and will return the kit due to a faulty sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.